Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the unit was able to power on using lab stock batteries; however, led segment on the led digits failed to fully light up. Internal inspection revealed led "d2" on the system circuit board faulty. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported device missing c segment in middle digit of red display. No consequences or impact to patient was reported.